Manufacturer narrative:
Exemption number e2015058. The user first installed the pad-pak on the 13th march 2013 and performed to specification up to the (B)(6) 2013. The device failed several self-tests due to a low battery between the (B)(6) 2013 and the (B)(6) 2015. A nonsensical duration was recorded at this time. Upon visual inspection of the returned device the pogo pin was observed to be inside the device and failing to spring into the resting position unassisted. Between the (B)(6) 2015 and the (B)(6) 2016 the device records multiple manual power ons, many containing nonsensical durations, some of nonsensical data and two self-test fails due to a low battery. The device records 20 occasions in which gaps in data were observed for periods up to eight months. The gaps in the history log and the multiple power ups of nonsensical durations and the nonsensical data recorded throughout the history log may indicate there was a loss of power to the device. This may be a result of either the user removing the pad-pak to power off the device rather than using the on/off button, the pad-pak being incorrectly seated within the device or due to the failure of the pogo pin spring. The returned pad-pak was inserted into the device and leds briefly illuminated, then no further activity from the device was observed. The pogo pin failed to spring into position, this prevented the device from making sufficient contact with the installed pad-pak. The pogo pin was replaced. The returned pad-pak was again inserted into the device and the device passed a self-test. A test shock was delivered without fault and an acceptable measurement was recorded. Investigation found the reported fault can be attributed to pogo pin failure. The pogo pin was observed to be inside the device failing to spring into position. This would confirm the reported fault. This resulted in gaps in the history log, nonsensical durations and nonsensical data being recorded. The pogo pins are tested as part of final test before leaving heartsine, it can therefore be assumed that the failure of the pogo pin spring occurred after dispatch from heartsine.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Pogo pin stuck not making contact with pad-pak.